Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to exhibiting sensing issues and low amplitude on all vectors. During the surgery, this electrode was attempted to be explanted, however, the electrode became stuck between the xiphoid and device pocket. When it was being pulled the electrode snapped inside the patient, leaving the coil section inside. This was confirmed through x-rays. It is suspected that the electrode tunneled between the ribs and is stuck near the lung. A computed tomography (CT) exam is being planned for the near future along an additional surgery in order to remove the remains if the electrode. No further adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to exhibiting sensing issues and low amplitude on all vectors. During the surgery, this electrode was attempted to be explanted, however, the electrode became stuck between the xiphoid and device pocket. When it was being pulled the electrode snapped inside the patient, leaving the coil section inside. This was confirmed through x-rays. It is suspected that the electrode tunneled between the ribs and is stuck near the lung. A computed tomography (CT) exam is being planned for the near future along an additional surgery in order to remove the remains if the electrode. No further adverse patient effects were reported. New information was received indicating that on (B)(6) 2025, another surgical procedure was completed. At that time the electrode was completely explanted and discarded at the facility. A different manufacturer device and lead where implanted. Besides surgical intervention, no adverse patient effects were reported. Upon further review, it was determined that the perforation was caused due to tunnelling tool at the time of the initial implant.

Manufacturer narrative:
Additional information was added to the following fields: b.5.: describe event or problem field. D6.b.: explant date. H.6.: impact codes.